Event description:
It was reported that the pt presented in urinary retention and the physician noted a urethral erosion at an unknown time after a bladder suspension procedure. A urologist separated the tape and repaired the urethra.